Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that during the operation, error code '402' was displayed. A second device was used to complete the operation. There was no adverse event reported on patient. The magnetic sensor error was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 24-oct-2024, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 24-oct-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device number lot 31348043l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the magnetic issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: when there is moderate distortion to the magnetic field near a catheter or patch, a horseshoe icon appears on the acquire button and an alert message appears. Use your common clinical practice, such as fluoroscopy or inspection of ic signals, to verify the location of the catheters throughout the procedure. Failure to do so might result in incorrect placement of the catheter. When there is severe distortion to the magnetic field, the acquire button is disabled, an error message appears, and the catheter visualization disappears. Mapping is not possible under these conditions. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).